Event description:
The following was reported to davol by the pt's attorney: it was alleged that on (B)(6) 2011, the pt was implanted with a perfix plug during a hernia repair. Following that, the pt is alleged to have suffered disability, severe pain and suffering, infection and required add'l unspecified surgeries and medical care due to alleged defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have, contacted the initial reporter to request add'l info and if available, to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Manufacturer narrative:
Addendum to the initial report. Based on a review of medical records, the patient was implanted with a bard/davol perfix plug mesh patch. Per operative details it appears the perfix plug portion of the device was not implanted only the onlay was implanted. Post implant the patient had multiple office visits for complaints of incisional pain. The patient was referred to a neurologist who referred the patient to physical therapy due to pain and sensory disturbances in this left groin, left proximally leg and lower abdomen. There was no information in the medical records provided which would indicate that the bard/davol mesh caused or contributed to the problems experienced after implant and no conclusions can be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Based on a review of the patient's medical records: on (B)(6) 2011 - the patient underwent implant of a bard/davol perfix plug mesh patch during a left inguinal hernia repair. Per operative details it appears the perfix plug potion was not implanted, only the onlay. On (B)(6) 2011 - (B)(6) 2012 - the patient had multiple md office visits with complaints of incisional pain with numbness and tingling, left inguinal pain, a constant achy pain. On (B)(6) 2012 - patient was examined by a general surgeon who assessed "patient's symptoms are consistent with chronic postoperative inguinal hernia pain." Four days later the patient was seen at a pain clinic. Per md notes "no signs of mesh inflammation." On (B)(6) 2012 - patient had an md office exam post steroid injection with little to no relief. Patient was prescribed nerve pain medication and to consult with a neurologist. On (B)(6) 2012 - per a neurologist's note, the patient did not tolerate the nerve pain medication. Patient was referred to physical therapy for complaints of pain and sensory disturbances in his left groin, left proximal leg and lower abdomen.